Event description:
On an unknown date, this patient underwent an endovascular procedure using a self-made stent graft to repair a thoracic aortic aneurysm. Post-operatively, it was confirmed that the stent graft was damaged and that an endoleak due to the damage was identified from middle of the stent graft. Therefore, on (B)(6) 2009, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses to repair the endoleak. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. Subsequent follow-up examinations showed no adverse event, however on (B)(6) 2010, one year follow-up examination revealed a type ii endoleak (origin not reported). The diameter of the aneurysm was measured 50 mm. Subsequent follow-up examinations showed that the endoleak persisted and the diameter of the aneurysm was measured 52 mm, however on (B)(6) 2013, four year follow-up examination revealed the aneurysm enlargement to 56 mm. It was reported that the endoleak persisted. The physician elected to monitor the patient. On (B)(6) 2014, five year follow-up examinations showed that the endoleak persisted and the diameter of the aneurysm was measured 55 mm. The physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.